Manufacturer narrative:
H10 h3, h6: the reported device, used in treatment, was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. The data presented in the aged article does not provide insight or relevance to current clinical outcomes for the product/device. Without clinically relevant patient-specific supporting documentation, a thorough medical investigation cannot be performed. The root cause and/or patient outcome beyond that which was documented in the article cannot be confirmed nor concluded; therefore, no further medical assessment is warranted at this time. Insufficient product identification information was provided and thus a manufacturing record review, complaint history review, risk management review, and IFU/device labeling review could not be conducted. A relationship, if any, between the subject device and the reported event could not be determined. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation. Internal complaint reference: (B)(4).

Manufacturer narrative:
Internal complaint reference (B)(4). Article: long term outcome of tonsillar regrowth after partial tonsillectomy in children with obstructive sleep apnea, doi: 10.1016/j.anl.2013.12.005.

Event description:
It was reported that on literature review ¿long term outcome of tonsillar regrowth after partial tonsillectomy in children with obstructive sleep apnea¿; after surgery two patients had post-operative bleeding requiring or treatment. No further information is available.